Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left anterior descending artery that is 85% stenosed. During the procedure the patient presented with a perforation and a 2.8x16mm graftmaster rx was attempted to cross; however, failed due to anatomy. Ballooning was preformed with an unspecified device to successfully complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.